Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed as a material separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment are related to the circumstances of the procedure. In this case, there was separation of the posterior needle tip from the suture during step 3, possibly caused by a hard pull. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided. Returned device analysis noted the footplate lever was retracted; however, the foot is partially deployed.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.